Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; d3, g1,g2 email is: (B)(6); d4: catalog number, UDI number, expiration date, and serial number is unknown; g5: 510k is unknown; h4: device manufacture date is unknown.

Event description:
It was reported a patient went to the hospital (B)(6) 2023 due to occlusion in the central line, patient was only there for a few hours. No further details provided. Remodulin 2.5mg/ml. Remodulin dose - 28 ng/kg/min - intravenous. Frequency continuous. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause for the symptoms is due to the tubing being kinked or is related to factors which create system deliver inaccuracies such as backpressure or fluid resistance, which can depend upon drug viscosity, catheter size, and extension set tubing, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(6).